Event description:
The customer reported that the images were intermittently black and a system reboot would be required to regain system functionality. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was identified as being faulty and a replacement cable was ordered. No further repair info is available at this time.